Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3057 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported due to treatment needs, the nurse followed the doctor¿s instructions to indwell the peripherally intubated central venous catheter for the patient on (B)(6) 2020. During routine maintenance on october 21, 2020, it was found that the peripherally intubated central venous catheter puncture point was exposed, and leaked at about 2cm. Report to the head nurse. After the tube was cut at the end of the leak near the puncture point, he could barely continue to use it, so as to soothe the patient¿s dissatisfaction.